Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and there were no notable events before issue started. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, attempted pump reset with guidance ultimately malfunction code was cleared. Customer may continue to use the pump.